Manufacturer narrative:
Report sent to manufacturer for evaluation. Upon receipt of the manufacturer's evaluation an additional information report will be filed with FDA.

Event description:
Removal of endosseous dental implant. Implant was placed on 05/10/96 in site #19 (class I bone) during a routine procedure. The clinician reports that "tissue irritation" was noted 18 days after implant placement. Tetracycline therapy was initiated and the tissue improved. The patient did not maintain the recommended recall appointment schedule. The clinician reports that when the patient returned to the office on 01/23/97, a defect around the implant was noted. The implant was removed on 05/30/97 due to infection.